Event description:
A surgeon reported a pt with myopic surprise following intraocular lens (iol) implant surgery. Trace cystoid edema (cme) was also noted after the surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 12/19/2008 and 01/05/2009 by phone, fax, and mail. A completed questionaire has not been received.